Manufacturer narrative:
Product event summary: analysis was not able to confirm that the stylus did not appear to be calibrated with the screen; the stylus aligned with the cursor on entire touch screen. Analysis confirmed it was difficult to open the display. Analysis also confirmed the system fan was noisy. It was noted the solder on the ECG (electrocardiogram) connector was cracked. Product ID: r2290 analyzer. (B)(4).

Event description:
It was reported the pen doesn't appear to be calibrated with the screen. The pen was replaced but problem persisted and it is hard to type and program devices. It was also reported the programmer fan was very loud and noisy. It was noted hard time with open/close. The programmer was returned for repair. No patient complications have been reported as a result of this event.